Manufacturer narrative:
The customer reported that the system had poor aspiration during the sculpt phase. The company service representative examined the system and was not able to replicate the reported event. The company service representative, however, did find that the phaco handpiece was nonconforming. The system was then tested and met all product specifications. The system was manufactured on september 10, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The system did not lock as previously reported. The customer reported that aspiration was poor during the phacoemulsification phase. A system message was not displayed. The case was completed a planned with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system locked in the sculpt phase of a surgical procedure. The event details and patient outcome are unknown. Additional information has been requested but not received.